Manufacturer narrative:
The cobas c 513 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas c 513 analyzer. The patient's initial result on 06-jun-2024 was 9.3%. On (B)(6) 2024, the result was 9.3%. On (B)(6) 2025, the result was 9.5%. On (B)(6) 2025, from a cobas c 503, the result was 9.25%. The doctor questioned the historical results as they did not match a fructosamine result, and the patient had a normal blood glucose result. The doctor ordered a high-performance liquid chromatography (hplc) test because the historical hba1c results did not match with the fructosamine and normal glucose results. On (B)(6) 2025, there was a (hplc) hba1c result of 5.43% and a result of 3.74% from an unknown source.

Manufacturer narrative:
Medwatch fields b7 other relevant history and concomitant medical products updated. The patient sample is not available for investigation. The investigation analyzed the patient's hba1c results and determined that the result of 3.74% from the competitor analyzer was too low. The investigation determined the event was consistent with an unidentified hemoglobin variant in the patient's sample, which interfered with the competitor's assay method. The investigation did not identify a product problem.